Event description:
It was reported that during retrieval of an ivc filter, it was observed that the filter had migrated caudally, with the filter legs straddling the bifurcation. In addition, it was reported that the filter was significantly tilted. The filter was successfully removed with a recovery cone. No report of pt injury.

Manufacturer narrative:
The lot number for the device is not known. Therefore, a review of the device history records could not be reviewed. The filter was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.